Event description:
Pt's one touch ultra meter was reported to have missing segments on the display. They were feeling shaky and pale. They visited their doctor due to the meter's display not functioning correctly. Unk what their blood glucose reading on the doctor's meter was. Also unk if pt was treated. The issue of missing segments was not resolved with troubleshooting.